Event description:
It was reported by a user facility that one (1) patient sustained a burn of unknown severity and anatomical area following hair removal treatment with a lumenis lightsheer duet laser. No information regarding a report of serious injury or medical intervention to preclude permanent impairment was received at the time the patient event was reported.

Manufacturer narrative:
Reasonable attempts by phone and email were made to obtain further information about the reported events from the user facility including patient information, treatment settings, sun exposure and photos, however none was received; therefore, lumenis is unable to evaluate treatment parameters to determine their appropriateness for treatment. An examination of the subject device by a lumenis technical specialist concluded the device operated to manufacture specifications. No device malfunction was reported or observed. Subject device malfunction is not the suspected cause of the event reported. Should additional information be provided with which to make a determination of cause, lumenis will file a follow-up MDR.